Manufacturer narrative:
Correction: annex b: b21 annex c: c21 annex d: d16 additional information: annex b: b17 annex c: c20 annex d: d15 a device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the root cause for the reported issue that device had broken bezel assy was not determined because no product or device logs were returned. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the following issue was observed on the device: "broken bezel assy." Reported problem cause description: "none provided." Hence, the work performed in the device includes: "none provided." There was no patient involvement.

Manufacturer narrative:
Correction: describe event or problem annex b: b17 annex c: c20 annex d: d15 additional information: annex b: b15 annex c: c17 annex d: d02 a device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the root cause for the reported issue that device was not confirmed since the device was not evaluated and repaired by bd. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the following issue was observed on the device: "broken bezel assy." Reported problem cause description: "faulty bezel assy." Hence, the work performed in the device includes: "replaced bezel assy. Unot checked & found working ok." There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the following issue was observed on the device: "broken bezel assy." Reported problem cause description: "none provided." Hence, the work performed in the device includes: "none provided." There was no patient involvement.